Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 33 mmol/l. Customer experienced symptoms such as nausea. Customer's mother stated that the insulin pump did not deliver insulin. The blood glucose levels lowered after changing the complete set. The product will not return for analysis.